Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal. Functional testing was unable to duplicate the reported power problem. The dso seal was replaced, and the software was updated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device does not stay powered on. There was no patient involvement, the event occurred during testing. The device evaluation found the downstream occlusion seal to be damaged.